Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). D4: UDI# - (B)(4). The device history record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(6) prior to (B)(6) 2019, the device was noted to have not been previously repaired. On (B)(6) 2019, it was reported that a meshgraft would not ratchet and was too stuff. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the comb had some of the tines snipped out of it and that the side plates were worn, and that the gear and roller were damaged. The calibration test and test mesh could not be performed due to the modified comb. The ratchet was noted to be functioning as intended. Repair of the mesher occurred the same day and involved replacing the comb, gear, roller, bushings, multiple smaller components, and the side plates. The technician then tested and verified that the device was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. Based on the information provided, a specific cause of the device not ratcheting properly or for the device being stiff during use could not be determined. During evaluation of the device though, it was found that prongs on the comb had been snipped. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual) recommends to not disassemble the device, to return the device to zimmer surgical for evaluation, and that damaged or improperly maintained mesher instruments can cause damage to a graft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return evaluation and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device did not ratchet and it was too stiff. There was no harm and no delay reported. No adverse events were reported as a result of this malfunction.